Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture after one day of being implanted. This rv lead was removed and replaced with a different model due to lead dislodgement. The lead was returned for analysis. No additional adverse patient effects were reported.